Event description:
It was reported that balloon rupture occurred. The 3.00mm x 15mm nc emerge balloon catheter was used; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.